Event description:
It was reported that the patient had a relapse of gerd with endoscopically proven oesophagitis and clinical correlation.

Manufacturer narrative:
(B)(4). Date sent 6/24/2025. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2025. D6a: exact date is unk. It was stated the device was implanted 2 months ago. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: do you have the linx product code? Lxm16. Do you have the lot number and serial number (if applicable)? 27486. On what date was the device implanted? 2 months ago. On whate date was the device explanted? Device implanted. When and if the linx device is removed, may we ask that the device be returned for analysis? Device implanted. 1. Were there any intra-operative complications during implant? None. 2.was there any hiatal or crural repair done at the same time as the implant? None. 3. Please specify the symptoms the patient was experiencing before the device was implanted (gerd reflux, dysphagia, pain during eating, etc., )? Burning sensation while eating / gerd reflux. 4.please specify the symptoms the patient was experiencing while the device was implanted (gerd reflux, dysphagia, pain during eating, etc., )? Same as above. 5. Have you had any diagnostic testing done to address the symptoms they experienced while the device was implanted? If yes, what diagnostic testing was completed? He underwent an iper endoscopy which shoved recurrent grade-a esophagitis. 6.can you share the results of the diagnostic tests? Grade-a esophagitis. 7. Do they have an autoimmune disease? No. 8.has the patient been prescribed medication by a doctor (not over the counter medication)? If yes, what is the doctor prescribed medication? I prescribed ppi - full dosage. 9.is the patient currently taking steroids / immunization drugs? No. 10. When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? Yes¿ but I haven¿t planned any surgery yet. 11. When and if the linx device will be removed, may we ask that the device be returned for analysis? Certainly. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/4/2025. Corrected data d4: UDI# investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.